Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: it was reported that during an unspecified procedure, a safe-t-j exchange fixed core wire guide overstretched when the user was removing the device from an unspecified catheter pigtail. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures of experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A kink was noted at 155.5 centimeter from the proximal end. The safety wire separated from the distal weld connection, resulting in the wire becoming flimsy at the distal end. Both weld balls were intact. There are several places running the full length of the wire guide where there is spacing between the coils indicating elongation/relaxation. There were some scratches noted on the green coating. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance(s) on six devices; however, all affected product was scrapped prior to release. A review of complaint history found no additional complaints for this lot number. The device instructions for use (IFU) states, ¿when you use the wire guide with another device, consider the end-hole size and the length of the device in order to ensure a proper fit between the wire guide and the device.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The patient's anatomy was unknown and the exact conditions experienced during the event can not be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during an unspecified procedure, a safe-t-j exchange fixed core wire guide overstretched when the user was removing the device from an unspecified catheter pigtail. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures of experience any adverse effects due to the occurrence.

Manufacturer narrative:
G4- PMA/510(k) # k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.